Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter in law reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1435mg/dl and now is in coma. The customer also had diabetes ketoacidosis and the pump gave post-reset ram crc alarm, they cleared the alarm and were able to rewind pump. The customer was admitted in emergency room and treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.